Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation. The device's internal battery was replaced to address the issue. See scanned page.

Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly failed to charge its internal battery. The device was evaluated at a third party service center where the internal battery was replaced to address the issue. The battery was returned to the manufacturer for further evaluation and the complaint could not be confirmed or duplicated. The battery performed to manufacturer's specifications.